Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if the device could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient's blood glucose reached high (>500 mg/dl). Patient was in the hospital for hyperglycemia. Doctors advised patient to take the pod off and do a manual injection. Patient is noted that the cannula did not seem to insert as far as usual. Pod worn between 36 and 48 hours.